Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Event description:
The customer¿s blood glucose level at the time of incident was 11 mmol/l.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the customer had low blood glucose level and the insulin pump received compromised force sensor system alert. The customer¿s blood glucose level at the time of incident was 11 mg/dl. The drive support cap was normal. The insulin pump will not be returned for analysis.